Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device delivered inappropriate therapy for supra ventricular tachycardia (svt) that was detected as ventricular tachycardia (vt). The device was explanted and replaced. No further patient complications have been reported as a result of this event.